Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a routine follow up, sensing and threshold tests were performed and saved. When the tech activated the "report" screen and tried to save the session, the programmer abruptly ended the session. The tech interrogated the device again and saved test results were lost.